Manufacturer narrative:
Corrected data: the complaint was mistakenly/caused by miscommunication raised in the system. Therefore, the complaint is to be cancelled. H3 other text : device not availabe for return

Event description:
It was reported by the company representative that it was noticed during the procedure, the device was cracked. There is no other information known at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that it was noticed during the procedure, the device was cracked. There is no other information known at this time.